Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.